Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510k number for the crosser cto recanalization catheters products is identified in procode and PMA/510k. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s cto recanalization catheter was returned for evaluation. During visual evaluation, the distal tip had a material separation from the outer catheter but still attached to the core wire. Functional testing was not performed due to the condition of the device. Therefore, the investigation is confirmed for the material separation, as the tip had a material separation under magnification. However, the investigation is inconclusive for the reported activation problem as functional testing could not be performed due to the condition of the device. A definitive root cause for the alleged activation problem and identified material separation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 04/2023).

Event description:
It was reported that during the recanalization procedure of a highly calcified target lesion in the anterior tibial artery, the recanalization catheter allegedly vibrated weakly after 90 seconds activation. The device still vibrated weakly when it was activated outside the patient afterwards. It was further reported that another device was used to complete procedure. There was no reported patient injury.